Event description:
New information received noted that the patient presented in clinic for follow-up where the lead noise was discovered. The noise was oversensed.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented with atrial lead that exhibited noise. The lead was capped and replaced (B)(6) 2023. The patient was discharged from the hospital after the procedure.